Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It has been reported that the catheter was being placed for the pt. During the removal of the spring wire guide, resistance was felt and the wire became unraveled. Once the wire was removed, an x-ray was performed to confirm nothing as retained in the pt. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was fine. No add'l info is available.